Event description:
A report was received that the patient underwent a pocket revision due to pain at the pocket site caused by the ipg being too shallow in the pocket. The physician repositioned the ipg to patient's left flank. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.